Event description:
It was reported that a pump was programmed to deliver medication over four hours (medication, programmed amount, and delivery rate unknown). The customer stated that the infusion was started at 11:29 and completed at 11:50.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.